Event description:
Implant surgery systems claim to reduce cross contamination and provide sterile water to the surgical sites. There is no evidence that it does this. There is no evidence that sterile water is provided to the surgical site either. Reprocessing procedures are not adequately referenced to prove that sterility is achieved. Barrier sleeves are claimed to prevent cross contamination but there is no evidence of this in the literature. (*)